Manufacturer narrative:
Identification #: com-(B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: finding/root cause: the reported complaint was not replicated. The uut was functional with no issues or faults. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that on (B)(6) 2024 this unit was running on a patient and the rt's reported a "low volume" alarm. He said he ran the unit on the settings that was on the unit for about 3 hrs today and he didn't see any alarms come on. The settings were volume a/c, rate 22, vt 320, sensitivity 3, peep 5. No patient harm, the ventilator was swapped out. The ventilator was returned to the fa lab for further evaluation. The reported complaint was not replicated. The uut was functional with no issues or faults.